Event description:
It was reported that a malfunction occurred with the pump, identified by malf 24, and it could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective measure, the customer received instructions on using a manual delivery method as backup therapy and a replacement pump was sent with instructions on return procedures for the faulty pump.